Event description:
Embolectomy catheter inserted - when balloon was blown up it ruptured causing the wire insde to wrap itself inside the vessel and get caught. An extra incision was made below area to remove caught wire.